Event description:
It was reported that a patient from the (B)(6) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date approximately three and a half years ago, the patient began treatment with dianeal pd2 therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient had a break in aseptic technique which caused peritonitis (details not provided). Subsequently, the patient experienced peritonitis manifested by cloudy drain and abdominal pain. One day later, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with vancomycin (dose, frequency, and route not reported) for peritonitis. The action taken with dianeal therapies was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). On an unreported date, the patient started treatment with ciprofloxacin (dose, frequency, and route not reported) for the peritonitis. Six days after being admitted, the patient was discharged from the hospital. Twenty five days after being discharged from the hospital, the patient recovered from the peritonitis event.